Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported when disconnected from ac power, the device powered off and alarmed with a continuous audible alarm tone for less than 3 minutes while on battery power. Prior to testing, the device had been returned to the biomedical department with a work order stating "unit shuts down when it becomes unplugged". No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, when disconnected from ac power the device powered off and alarmed with a continuous audible alarm tone for less than 3 minutes while on battery power. No additional information was provided.